Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30495009m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis. It was reported that a cardiac tamponade occurred during the procedure. A pericardiocentesis was performed, and the patient was discharged from the room. The ablation therapy was discontinued because it was before ablation. The patient recovered and the condition was reported to be ¿not life-threatening¿. There is little pericardial fluid and the patient was doing well after drainage and his condition was reported as improved. The physician commented that after brockenbrough's trans-septal catheterization technique (bb), the catheter or sheath took a long time to enter the left superior pulmonary vein (lspv), and at that time, the left atrial appendage (laa) might have been punctured. The physician¿s opinion on the cause of this adverse event was that it was procedure related. Prior to noting the CT, ablation was not performed. There was no evidence of a steam pop. The event occurred before the ablation phase. No error messages were observed on the biosense webster equipment during the procedure.